Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when she was removing the needle guard from the sensor, both the needle and the wire inside of the sensor got pulled out as well, this happened twice. Customer's blood glucose level was 110 mg/dl. Customer was advised that the sensors will be replaced, and the customer will be returning the sensors for analysis.